Manufacturer narrative:
It was reported that in or 5 cover screws allegedly have fallen off. A stryker field service technician (sfst) was dispatched to for investigation. The sfst entered the room and found the m3 screw missing from the spring arm collar. The sfst installed the replacement screw and ensured the collar was securely in place. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported that in or 5 cover screws allegedly have fallen off. There was no patient involvement, injury or adverse consequence reported.